Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during procedural setup and while the patient was in the operating room under anesthesia, during instrument exchange, the aquabeam handpiece was positioned vertically in the lithotomy drape pouch. Repeated fluid runoff along the drape and onto the aquabeam handpiece likely allowed fluid ingress at the connection point of the aquabeam motorpack, resulting in the aquabeam robotic system "error e41 ¿ motorpack error" code. The aquabeam console also displayed an error message: 'turn off console and replace motorpack. Caution: may be hot." Due to the fluid ingress and the malfunction of the aquabeam motorpack, the treating surgeon decided to abort the procedure and rescheduled the treatment for a later date. There were no adverse health consequences to the patient as a result of this event.

Manufacturer narrative:
Component code = 4756 - aquabeam motorpack, a reusable component of the aquabeam robotic system. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Section d4. Is updated to include the aquabeam system serial number. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam motorpack was returned for investigation. The treatment log files were reviewed and no errors were observed to have occurred. During functional testing, the reported failure could not be reproduced as the aquabeam motorpack was found to be functioning as intended. The root cause is undeterminable as it is unknown what caused the reported failure. A review of the device history record (DHR) for ab2000/serial number (B)(6) and aquabeam motorpack/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instruction for use, sj-um0101-00-01, rev. C, was reviewed. E41, motorpack error. Turn off console and replace motorpack. Caution: may be hot. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.